Event description:
Hospital reported that "upon passing the room of a ventilated patient the ventilator found to be on (screen black, no alarm)". No patient injury was reported.

Manufacturer narrative:
All log files were downloaded and were sent to versamed. From analysis of the logs we couldn't determine correlation between the reported event by the customer and the information as was documented in the log files. Upon arrival the unit was thoroughly checked and the machine was found to be within specifications. Continuing investigating the reasons that might explain this event.